Event description:
The user facility reported that the tip of the involved navicross broke off in the patient. Doctor stated that the patient was ok. The event occurred inta-operative. The procedure outcome was completed. The patient was not injured, and surgical intervention was not required. Additional information was received on 10 nov 2022: procedure taking place, when the tip of the navicross broke off inside the patient was pad below the knee case. The navicross broke off below the knee and were able to remove the navicross tip from the patient's anatomy. Surgical intervention was not required. There was no tortuous anatomy experienced during the procedure. The original procedure was completed as intended.